Event description:
The customer reported excessive fluid removal on a prisma machine. During treatment, the machine was set to remove 60ml of fluid. Between 8:00am and 9:00am the machine removed 135ml and alarmed "warning access pressure negative." Then the machine was set to remove 180ml of fluid. Between 9:00am and 10:00am the machine removed 386ml of fluid and alarmed "replacement weight incorrect change detected." Between 10:00am and 11:00am the machine was set to remove 190ml of fluid but took off 248ml of fluid and alarmed "access pressure negative." Between 11:00am and 12:00pm the machine was set to remove 190ml but it removed 359ml and alarmed "replacement weight incorrect change detected." At this time pt was moved on another prisma machine.